Event description:
Caller reported that a pump malfunction occurred, identified as malfunction 199 in tandem source, indicating a malfunction on the pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was instructed to use mdi as backup therapy to ensure insulin delivery was not interrupted and was guided to put the pump into storage mode before returning it. The customer was also asked to return the faulty pump using a pre-paid label within ten days.